Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillators self-test failed and the device is requesting servicing and calibration. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator indicating that the device failed the self-test. The fse evaluated the device onsite and it was determined that the device failed the nibp (non-invasive blood pressure) calibration. The fse recalibrated the nibp and the issue was resolved. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the failed calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse calibrated the nibp and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.